Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years and eleven months of post deployment, the patient presented with abdominal pain. A computerized tomography-abdomen/pelvis without contrast showed that an inferior vena cava filter was present. There appeared to be an unattached strut projecting posterior to the vena cava as well as several attached struts projecting beyond vena cava lumen. An official consult has been placed for evaluation given that seems like one of the strut seems to be unattached, projecting posteriorly with possible erosion into the spine. On imaging patient on was noted to have an inferior vena cava filter which seems to be migrating and 1 of the struts seems to be unattached for which ir was consulted. Around, two months and twenty-seven days later, inferior vena cava filter removal was scheduled. Access was gained via right internal jugular vein. A static ultrasound image of the needle tip in the patent vein was captured and archived to pacs. A 5fr bern catheter was introduced into the inferior vena cava below the filter over a bentson wire. The catheter was injected and dsa imaging of the abdomen was performed as an inferior vena cavagram. Over a super stiff wire, a 7fr 55cm sheath was placed. Through the sheath, a 15mm snare was used in failed attempts to remove the filter. Over the wire, a 16fr sheath was placed. Through the sheath, failed attempts to remove the filter using rigid endobronchial forceps was made. Using a contra catheter and a 15mm snare, a loop snare was formed around several of the filter elements. This time, the filter was pulled back into the sheath folded overusing the metal stiffener from a labs 100. The filter was removed. Through the sheath, the rigid endobronchial forceps were used to remove the fractured filter leg. Contrast was injected through the sheath and dsa imaging of the abdomen was performed as a follow-up cavagram to filter removal. The sheath was removed, and direct pressure was applied to the puncture site until hemostasis was achieved. Spot film imaging of the filter showed the filter to be significantly tilted to the patient's right, placing the filter apex in contact with the right lateral caval wall. A fibrous cap was present over the filter hook. Therefore, standard techniques for inferior vena cava filter removal failed. As described, the filter was removed using a loop snare technique. All 6 arms and 5 legs were intact. The remaining leg had a mid-shaft fracture and was removed using forceps. There was no evidence of thrombus in the inferior vena cava, inferior vena cava filter, or visualized proximal iliac veins on the initial inferior vena cava gram. As described above, the filter was removed entirely without incident. The post filter removal cavagram demonstrated a normal inferior vena cava. Therefore, the investigation is confirmed for the perforation of the inferior vena cava, filter tilt, filter migration, filter limb detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated and multiple struts perforated the inferior vena cava wall. The device was removed. The current status of the patient is unknown.